Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited foreign material in the nozzle and a stain inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9 (date returned to manufacturer). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunction foreign material at the nozzle is likely due to improper reprocessing of the device. This was possibly caused by wear of the scope cover packaging and a cut on switch 1 and forceps elevator, leading to loss of water tightness and for the malfunction stain inside the light guide-lens would be due to physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used. Subsequently, humidity invaded the light guide-lens and caused corrosion. The event can be prevented by following the instructions for use which state: this event is detectable and preventable by handling device in accordance with the following instructions for use (IFU). Instructions for use (IFU) states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states the preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Instructions for use (IFU) states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.